Event description:
Infusion pump started alarming error. Pump unable to be reset. It was removed from service. Two other pumps also alarmed error on same patient. Only one pump is being reported on this report. No patient harm. Manufacturer response for infusion pump, outlook (per site reporter): same issues with other pumps previously.